Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem was not charging his battery. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported that the charger/modem was displaying a red circle with a slash, indicating that the charger/modem was defective. The patient was provided with a replacement charger/modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery / charger / modem defective) has been confirmed. Upon evaluation, there was thermal damage to the q1 transistor. The cause for the inability to charge the battery and defective charger/modem message is the thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 transistor cannot be positively identified. The device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the battery cells had an output voltage of 3.04v. The cause of the inability to charge or power on a monitor is the low output voltage. The root cause of the low output voltage is the defective charger/modem. The charger/modem was unable to charge the battery pack. No adverse event resulted from the damaged transistor or battery pack. The patient received a replacement charger/modem and battery pack. Device manufacture date: charger/modem: 04/2012. Battery pack: 04/2012.